Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance. During simulation of a case start, a defect was identified in the blue purge retainer. While inserting the purge cassette and purge disc into the retainer, a small crack was observed on the component. The defective retainer was removed and replaced. Preventive maintenance testing was restarted and completed in accordance with standard procedures. Subsequent testing confirmed that the controller was functioning as expected and meeting specification. No additional discrepancies were identified. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.